Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high threshold measurements with loss of capture. A revision procedure was performed where fluoroscopy of the lead did show possible insulation and conductor breech at the subclavian clavicle area. Physician suspected subclavicular crush. Subsequently the ra lead was surgically abandoned during the normal device change out procedure. No additional adverse patient effects were reported.